Manufacturer narrative:
Additional information: no stents were implanted during the index procedure. The site has confirmed no ae or device deficiency. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure one resolute onyx stent was implanted. Approx 9 months post index procedure, the patient suffered myocardial injury. The investigator assessed the event as not related to the index device or anti-platelet medication. Safety assessed the event as possibly related to the device and not related to anti-platelet medication. The cec adjudicated the event as a non q wave mi (vessel unknown), 3rd udmi spontaneous in an indeterminate lesion. The patient recovered.